Event description:
It was reported that this pacemaker system exhibited noise, oversensing, and low out of range (oor) pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. The patient's ra lead was a non-boston scientific product. It was noted the signal artifact monitor (sam) disabled the minute ventilation (mv) feature due to the noise and oor impedances. Boston scientific technical services (ts) discussed troubleshooting and reprogramming options. The patient will continue to be monitored. This pacemaker system remains in service. No adverse patient effects were reported.